Manufacturer narrative:
Cmpl (B)(4). H6 health effect - clinical code - e2339 ulcer.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was traveling overseas in mauritius and the sensor fell off. The patient developed redness, inflammation, a pimple, and an infection at the sensor insertion site. He had soreness and pain in the area. On (B)(6) 2024 (approximate), the patient returned home and consulted his primary care physician who prescribed an oral antibiotic medication (cephalexin 500 mg, for 7 days). The patient mentioned after seven days of treatment; the infection did not subside. On (B)(6) 2024, the patient mentioned he had an x-ray which showed evidence that a foreign object was retained under the skin, and he was referred to a surgeon. On (B)(6) 2024, the patient consulted a surgeon who prescribed the same repeat course of oral cephalexin medication and there was no information of surgical intervention. On (B)(6) 2024, the patient had a follow up visit with the surgeon due to the second course of oral antibiotic medication was not effective. The patient was prescribed a different course of oral antibiotic medication (doxycycline hyclate 100 mg, two times per day for 7 days) and was advised to return to have an ultrasound if the symptoms did not subside. On (B)(6) 2024, the patient mentioned he followed up and had a sonogram which showed a 0.3 cm foreign object remained embedded in the skin. He was advised to keep the area clean, monitor the site for 2-3 weeks, and was scheduled for a (B)(6) 2024, fluoroscopy procedure. At the time of follow up contact on (B)(6) 2024, the patient confirmed he did not have the fluoroscopy procedure due to the infection having subsided and there was no further medical intervention. He mentioned he felt anxious and was frustrated about the issue. No product was provided for evaluation. Photographs were provided for investigation. The allegation of redness and inflammation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).